Event description:
Md knuckled wire with in rca cto and upon removing jacketed portion came off core wire. The jacketed portion broke off in the subintimal space and was unretrievable. There was no side effects. They were unable to cross due to tough cto and the amount of radiation, so the second procedure was performed later. In the second procedure, the cto was crossed from retrograde approach and stented.